Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose increased to 487 mg/dl. The mother changed the infusion set and her son's blood glucose has since decreased to 185 mg/dl. The mother changes the set every two days. No products were returned and a replacement infusion set and reservoir were shipped to the customer.